Event description:
In 1995, the patient underwent left total hip replacement. Post-op, in 2004, x-rays revealed subsidence and lysis of the stem. As result, in about 2 months later, the patient's hip was revised.